Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed by engineering. The reported problem (failed pulse testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a cracked solder joint on the c22 component of the defibrilator board which caused the r45 resistor on the computer/analog board to open. The root cause for the open r45 resistor was due to a cracked solder joint on the c22 component. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102.